Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified middle right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that noted that the balloon ruptured on second inflation at 12atmospheres. The device was removed from the patient's body and completed the procedure with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak identified in the mid-body of the balloon. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified middle right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that noted that the balloon ruptured on second inflation at 12 atmospheres. The device was removed from the patient's body and completed the procedure with a non-bsc device. No patient complications were reported and the patient's status was good.